Event description:
Clamp came apart prior to use, clamp sent out to be repaired. Put back in service, clamp broke again in surgery with parts "fell" into patient's incision site. All the parts were removed from the patient. Spoke with nurse manager who further stated that the patient was sent to x-ray to make sure all pieces had been retrieved. The patient is reportely doing well.